Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). No explants were provided for evaluation. Nine (9) photographs were provided. Evaluation of the photographs determined the following: the femoral component (nx031z) shows nearly no bone cement adhesive bone cement on the intended area. The tibial component (nx054z) shows bone cement adhesive on nearly the whole intended area. The post of the meniscal component is broken. Furthermore, the meniscal component is still fixed on the tibial component. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Conclusion/preventive measures: on the basis of the current information and without the complained medical device being available for investigation, a clear root cause cannot be drawn. In the event that the complained medical device will be provided for investigation in the future, an update of this report will be provided unsolicited.

Event description:
According to the complainant, on (B)(6) 2023, the patient underwent revision arthroplasty of the right knee due to a failed unicompartmental knee replacement. During the procedure, the components were exposed and removed, and the knee was converted to a total knee arthroplasty. Trial components demonstrated appropriate alignment and stability. The final components were implanted using bone cement. The wound was irrigated and closed in layers, and the patient was transferred to recovery in good condition with no intraoperative complications reported. Subsequently, on (B)(6) 2025, the patient underwent an additional revision procedure of the right knee. During the procedure, the existing components and residual cement were removed. The femur and tibia were prepared, and new components were implanted with bone cement. Trialing demonstrated stability through range of motion with no varus or valgus laxity and appropriate patellar tracking. The wound was closed and the patient was transferred to recovery in good condition.

Manufacturer narrative:
The adverse event is filed under ais reference xc (B)(4) cc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.